Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the hf-resection electrode's electric cutting loop was found to be fractured and unusable. This malfunction occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6).